Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional vessel closure device referenced with the same reported issue is filed under separate medwatch report number.

Event description:
It was reported that suture placement in a mildly calcified vessel was attempted with two proglide devices using the pre-close technique via a 9f sheath prior to a removal of thrombosis interventional procedure. Reportedly, during removal of the first proglide device at the 10 o¿clock position, the suture came out but the rail suture was broken. A replacement proglide device was inserted to continue the procedure. The proglide device at the 2¿clock position was deployed successfully; however, when tension was applied to the rail suture, the suture broke. A replacement proglide device was deployed successfully. Hemostasis was achieved post procedure with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: the access site is the left common femoral artery and the maximum sheath size used for the procedure was a 12f sheath. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy interaction with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.e1 phone updated from +(B)(6) to (B)(6).